Event description:
Device 2 of 2. Reference MFR. Report: 3006705815-2018-03143. It was reported the patient experienced ineffective stimulation after lead revision on (B)(6) 2018. Patient declined reprogramming with field representative. As a result, the patient may be awaiting surgical intervention.